Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 ICD, implanted: (B)(6)2016, product ID: 419688 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. There was high and undefined impedance, oversensing and possible oversensing on the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.